Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents and self test or verify charge/battery lasts less than expected anomaly and unexpected battery power loss anomaly due to blank display. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received replaced battery now alarm. Customer stated they called back after completing the troubleshoot for the low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.